Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a detached header assembly. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed an electrical test performed. The manual capacitor leakage test was not performed due to a detached header assembly. The device failed the residual gas analysis test limit. The internal visual inspection revealed that a resistor had a corroded trace. In addition, the header assembly was detached from the hybrid assembly. The reported complaint of pain with device use could not be verified during this analysis. However, this device had moisture that exceeded the residual gas analysis test limit. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. Based on the residual gas analysis and dye penetrant test, it is believed that this device was not hermetic. This older device configuration is not currently manufactured. This is the final report.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The explanted device will not be returned. A review of the device history record noted rework. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced pain with device use prior to explant surgery. No technical issues with the device were identified.